Manufacturer narrative:
The device was returned to olympus for inspection and error code e226 was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurred and no image was displayed. Based on the results of the investigation and historical data, electrical component problems could be a possible cause of the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the deflectable videoscope received a "clean the connecting section" error code e216 and e226 and the error code did not disappear after cleaning. The event occurred during preparation for use. There were no reports of patient involvement.